Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer needed information about features, training resources, and clinical support. A technical support specialist (tss) recommended the curriculum finder to locate the necessary training by product, version, and role. For clinical questions, the customer was instructed to search for the manager of professional services and senior consultant assigned to the account ID, specific to products like medstation and supply station. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, there was a combo meds setup issue. The main hospital had lorazepam stored in a lock box in the refrigerator that required a key. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.